Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the pen ndl 32 g 4 mm 90 CT was unable to deliver insulin/medication; unable or difficult to prime during use. This even occurred 2 times. The following information was provided by the initial reporter: the customer stated two pen needles clogged this morning while trying to complete his injection. The following information was provided by the initial reporter: the customer stated.

Event description:
It was reported the pen ndl 32g 4mm 90 CT was unable to deliver insulin/medication; unable or difficult to prime during use. This even occurred 2 times. The following information was provided by the initial reporter: the customer stated two pen needles clogged this morning while trying to complete his injection. The following information was provided by the initial reporter: the customer stated.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-07-29. H.6. Investigation summary. Customer returned (3) open 4mm, 32g pen needles without the tear drop label. Customer states that two pen needles clogged this morning while trying to complete his injection. All returned pen needles were examined and 2 out of 3 samples exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. The remaining sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.